Event description:
In a literature article, it was reported that during cataract surgery, as soon as the phacoemulsification tip was inserted there was no vacuum build up and was noted that the segment of the titanium tip was broken. The broken fragment remained in the silicone sleeve. Phacoemulsification probe was taken out along with the needle confirming no foreign residue was remaining in the anterior chamber. The procedure was completed by replacing the tip with new one. There was no patient harm. Best-corrected visual activity (bcva) was improved. Angmo d, khokhar sk, ganguly a. Intraoperative fracture of phacoemulsification tip. Middle east afr j ophthalmol 2014;21:86-8.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6, and h.11. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached were reviewed by the manufacturing site. Photos show a broken phacoemulsification tip inside sleeve in eye. Reported issue confirmed from photo. The attached photo confirms the report of broken phacoemulsification tip, however because a sample was not received at the manufacturing site and no lot information was provided, therefore; the root cause for the customer complaint issues cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).